Event description:
The rptr, store mgr at pharmacy, called for meter owner. Rptr did meter to hcp meter comparison tests within 5 mins. Rptr's meter reading was 50 mg/dl, and the dr's meter (surestep) read 119 mg/dl. Rptr did not have any symptoms. On follow-up, the meter owner confirmed the info in the report. A control test was not done due to lack of supplies. No harm was alleged.